Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The procedure was completed successfully. Surgical delay is unknown. There was no medical treatment or intervention required as a result of the event and no adverse consequences. Additional information has been requested from the user facility.

Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The procedure was completed successfully. Surgical delay is unknown. There was no medical treatment or intervention required as a result of the event and no adverse consequences. Additional information has been requested from the user facility. The device was then returned to stryker instruments for service, and during functional evaluation it was noted that the trigger was jammed causing the saw to have run on.

Manufacturer narrative:
The event of run on, which was found when the device was returned for service, was added to the event summary. The original reported event, overheating, was confirmed. During the inspection the service technician was unable to test for the comment at first due to the trigger and safety bar jammed, broke free, and stuck in the run position. Corrosion was observed on the trigger assembly. The staff mechanical engineer for failure analysis diagnosed a trigger failure due to corrosion. The service tech was then able to find the device had high amps of 14.1 after simulated use cut testing, which caused the handpiece to overheat. The primary failure was determined to be the drive link loose. A worn drive link can result in increased heat during use. A trigger assembly failure can cause issues with device functionality including run on. Possible root causes of this failure include corrosion, which was identified in this case.